Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a touch screen blocked (went blank) while in use on a patient. The blocked screen would not allow the settings to be changed. The patient was then removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.